Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the insulin pump had a history anomaly. When they tried to download the insulin pump at the office, they were unable to because carelink pro was uploading other patients insulin pump data. The last bolus appeared to be two days ago, but the customer had bolused that day. Customer's blood glucose level was not reported. The device was not returned.